Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The reported event is covered in the device directions for use (dfu). The risk of the reported event has been addressed in the risk documentation and there are current controls in place to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the coil embolization procedure, the part of the coil (subject device) was stuck in the tip of the microcatheter after detachment. Therefore, the physician attempted to use the guidewire to push the coil out from the tip of the microcatheter, but it did not work. Finally, the physician removed the microcatheter with inflating the balloon catheter at the neck of the aneurysm. However, part of the coil was protruded to the parent vessel. So, the physician fixed the hanging coil to the vessel wall with the stent. The procedure was completed successfully.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that during the coil embolization procedure, the part of the coil (subject device) was stuck in the tip of the microcatheter after detachment. Therefore, the physician attempted to use the guidewire to push the coil out from the tip of the microcatheter, but it did not work. Finally, the physician removed the microcatheter with inflating the balloon catheter at the neck of the aneurysm. However, part of the coil was protruded to the parent vessel. So, the physician fixed the hanging coil to the vessel wall with the stent. The procedure was completed successfully.